Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor was an alleged device deficiency of the crescent ra catheter specifically described. Mc3 is committed to providing information to surgeons and ECMO specialists as we learn more about difficult surgical challenges encountered in the placement of the catheters and with the management of patients during vv-ECMO.

Event description:
The following event was described to the manufacturer. A 1 wk old female patient was placed on ECMO using 13 fr crescent ra catheter using percutaneous approach with imaging by serial x-ray. On ECMO day 4 or 5 ((B)(6) 2022) when changing the patient's position for bathing, the diaphragm pulled back by 2 cm. Movements of the neck caused the catheter to shift position. Catheter was assumed to be placed low. Patient developed a pericardial effusion, possibly a micro perforation in the right atrium, but not confirmed. Drain was placed. Patient remained on ECMO support. Decreased anti-coagulation. Patient was then decannulated, extubated. The patient is alive with no injury. This event also reported by the hospital with medwatch report: (B)(4).